Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubies had failed, and the error was not detected on the bus. The field service engineer (fse) had reseated the cables and removed the debris. The system functioned as intended after the field service engineer troubleshot the device.